Manufacturer narrative:
Corrected: b5. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation. This device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023.

Event description:
It was reported patient was unable to exit the MRI mode following several mris and surgeries. Additional information was received confirming an abbott representative met with the patient and was unable to able to disable the patient¿s ipg from MRI mode using an orion exit tool (oet). Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg was unable to communicate with external devices following several MRI and surgeries. It is unknown if the ipg was ever put into MRI mode or surgery mode. Troubleshooting was unable to resolve the issue and the ipg was deemed inoperable. Surgical intervention may be pending to address the issue.